Event description:
It was reported during a routine check ,the cs100 intra-aortic balloon pump (iabp) zero pressure signal not executing by machine. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end pcb after determining that it was defective. The zero function was working properly. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).

Event description:
N/a.